Event description:
Device malfunction: none. Symptoms/ae: neurological deficit. Time of malfunction/ae: after the procedure. It was reported that post a left internal carotid artery stenting procedure, the patient experienced acute expressive aphasia which largely resolved within 90 minutes. The patient had 2 follow-up CT scans which were both negative. Three days postprocedure, the condition remained improved, but not resolved and the patient was discharged to a rehabilitation facility. There was no additional information provided.

Manufacturer narrative:
Study event. The stent remains in the patient. The lot number was provided. Neurological deficit is a known possible adverse event associated with the use of the device as listed in the rx acculink instructions for use. There was no device malfunction reported. A review of the finished device lot history record sis not reveal any non-conformities which could have contributed to this event.